Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned. Images and medical records were not provided. There was no specific device deficiency alleged. The investigation is inconclusive for pe after filter implantation. Based on the available information the definitive root cause is unknown. Possible root causes include patient factors such as anatomical variance, use error (misplacement of filter, deployment of filter into clot, etc.), inadequate expansion, a tilted filter, or twisted/crossed legs. It is also possible that the clot originated from upper extremities or that the pulmonary embolism was present prior to filter placement as the reason for deployment was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient expired from a pulmonary embolism, approximately three days post vena cava filter deployment. There was no reported patient injury directly resulting from the procedure. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that the patient expired from a pulmonary embolism on (B)(6) 2012, approximately three days post vena cava filter deployment on (B)(6) 2012. There was no reported patient injury directly resulting from the procedure. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.